Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, and broken shell. A microscopic analysis was performed which identify striated opening. Based on the device analysis the final assessment is: - a striated edge opening on anterior side assessed as surgical damage. Additional, changed, and/or corrected data: d9 h3 h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii on left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs for the device related to the reported event of rupture, capsular contracture were reviewed on feb 22, 2021. Visual analysis of the photographs identified: opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii on left side. The device has been explanted.